Manufacturer narrative:
Component code (annex g): g07001 - part/component/sub-assembly term not applicable. 1 x zebd-7-4 of lot # c1730352 was returned to cirl for evaluation open in its original packaging. Kinks were observed at 2nd and 5th porthole on the tapered end. A 0.035-inch wire guide did not pass the kink. Prior to distribution zebd-7-4 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The japanese packaging insert supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. A review of the manufacturing records for zebd-7-4 of lot number c1730352 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1730352. It should be noted that the instructions for use states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ a definitive root cause could be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per additional information received a 0.025" wire guide was used with the reported device. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The target site was common bile duct. The approach was gained from the oral. After using the straighter to straighten the stent, the physician attempted to make the reported stent insert into a wire guide. However, the reported stent could not be inserted into the wire guide, and the physician found a kink on the pig-tail part of the stent. Therefore, he cancelled using the reported stent, and another zebd-7-4 (lot# is unknown) was used instead. [Update on december 10th by (B)(6) based on the request from cir complaints]. The target site was common bile duct. The approach was gained from the oral. After using the straighter to straighten the stent, the physician attempted to make the reported stent insert into a wire guide. However, the reported stent could not be inserted into the wire guide, and the physician found a kink on the pig-tail part of the stent. No adverse events to the patient were reported. Prefix: chbs, chbso, clso, gepd, oa, ttso, zso, fs-oa, zepds, zepds, zepdf, gepd, gpds, zebd. For all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact: please indicate where the device was stored prior to use. Stored in the endoscope room. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* m-through 0.025inch / medicos hirata. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? (Yes). If yes please indicate the procedure performed. Sphincterotomy. Was the wire guide inspected for damage prior to use? (Yes). Was the device at the centre of the complaint inspected for damage prior to use? (Yes). Did the patient involved exhibit altered anatomy or tortuous anatomy? (No). If not with the device in question, how was the procedure finished? Another zebd-7-4 (lot# is unknown) was used instead. Was a straightener used to straighten the stent? Yes. Additional file created as the substitute device was used with non-recommended wire guide - m-through 0.025inch / medicos hirata) was used instead. Device was returned and evaluated on the 03-dec-2020.